Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the superficial femoral artery. A .018 wire was selected to facilitate positioning, an offroad re-entry catheter system was selected and advanced over the wire. The offroad balloon was inflated at 2atm and ruptured. The offroad was removed intact. The .018 wire was exchanged a .014 wire and the procedure was completed. There were no patient complications reported.